Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an arcr operation, the surgeon successfully passed the suture of the anchor with the device three times, but it broke when he tried to pass the fourth suture. The broken tip was left inside the patient because it could not be retrieved without damaging the surrounding tissue. The operation was completed with a back-up needle. No further patient injury or complications were reported.

Manufacturer narrative:
Visual examination of the needle confirmed the reported complaint. The needle tip has broken off at the suture slot. The broken tip was not returned. After the evaluation the root cause for the reported issue could not be determined. A review of the device history record was performed which confirmed no inconsistencies.